Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient cannot be around water as it stimulates full urination. Additionally, the patient reported that they had a uti and had gotten medication for it. The patient's urine had a strong odor which is how the patient identified having a uti and had two stages of the medication at the time of the call. The caller indicated the patient had already tried increasing stimulation and switching programs and has been on the current program for about 3-4 days. The patient's symptom change began about a week to week and a half ago. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the inability to be around water and the symptom change was not confirmed and the issue was not resolved.